Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that "it very often takes 2-3 test strips to get a reading". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.